Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pocket revision procedure due to unrelated event, an insulation anomaly was noted on the atrial lead. The lead was explanted. The patient's condition was fine during and after the procedure.

Manufacturer narrative:
Returned to manufacturer: should be (B)(4) 2015 instead of (B)(4) 2015 as previously reported.